Event description:
It was reported that there was high threshold. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-58, lead, implanted: (B)(6) 2000. (B)(4).